Manufacturer narrative:
(B)(4). Patient notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed.

Event description:
Cormet revision.